Manufacturer narrative:
The 26mm amplatzer septal occluder was received at sjm and decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 10f loader, deployed, and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.

Event description:
A 26mm amplatzer septal occluder (aso) was implanted in a patient with a large secundum atrial septal defect (asd) after balloon sizing. Under transthoracic echo (tte) and 3d transesophageal echo (tee) good device implant formation to the septum and no residual shunting were confirmed. Later that day the aso was found to have embolized to the left atrium and it was removed using a snare. The patient is scheduled for surgical patch closure of the asd. The physician believed that since the asd was large, the septum may not have been thick enough to support the aso.